Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and an issue was found with the connector as there was intermittency between the pin and cap. It was noted that the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported that after his bundle ablation, the device gave a impedance warning about irregular impedance on the right atrial lead. Manual measurement of the impedance also indicated high impedance on the lead. It was also noted that the p wave amplitude had decreased. The lead was extracted and replaced. No patient complications have been reported as a result of this event.